Event description:
It was observed that during the device evaluation, the broncho videoscope exhibited foreign material on the connecting tube and the adhesive of the bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the foreign material could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.